Event description:
During an ercp, a physician used a wilson-cook howell d.a.s.h. Direct access sphincterotome to facilitate access to the common bile duct. A small portion of the cutting wire detached prior to an application of cautery. The detached portion was retrieved from the pt with biopsy forceps. The pt was reported to be in good condition.